Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that he had a blood glucose level of 600 mg/dl. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.